Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the tip of the screwdriver broke off inside the bolt. The bolt could not be advanced any further. The end of the bolt that was protruding was shaved off. No further details are known at this time.